Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab was on 4/8/2019. Device evaluation summary: it was reported that a 45-year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis and experienced left sided deflation post procedure. Upon receipt by mentor the device contained no fluid. No foreign material was observed within the device, and white material was observed on the shell surface. During the initial evaluation a rent measuring approximately 2.5 cm was observed on the anterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. At this time is not possible to determine the origin of the white material. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 200650 on 3/11/2019, and no non-conformance's related to the reported complaint condition were identified. The mentor failure analysis lab received the device for evaluation on 3/20/2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis and experienced left sided deflation post procedure. As a result, the device was explanted on (B)(6) 2019.